Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. On august 03, 2021, customer alleged insulin pump had a insulin pump error. The insulin pump passed the displacement test, however insulin pump failed the self test. Successfully downloaded history files and traces using thus. Insulin pump error was found in the history file on august 03, 2021 at 16:43:32, radio frequency board chip error (variable 21). Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Radio frequency board damage suspected to be on electrical board1a. Further radio frequency board transceiver communication testing was underwent using these three types of devices: blood glucose meter, gst, and the carelink usb dongle. However, communication was successful and no insulin pump error alarms occurred during testing. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. In conclusion, customer allegation of insulin pump error confirmed with radio frequency board chip error (variable 21) where rf damage suspected to be on electrical board1a. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Health effect clinical code has been updated and provided with this report in section h6.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm successfully. Customer did not received request to rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.